Manufacturer narrative:
Lot number unknown.

Event description:
Patient/consumer claims that after leaving his dentures over night in the equate double action denture cleanser solution, he felt a burning sensation in his mouth and a strong metallic taste.